Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 500cc and experienced bilateral gel bleed and rupture on the left side. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant 500cc, catalog number 3505001bc, serial number (B)(4) (l) and a mentor memorygel breast implant 525cc, catalog number 3505251bc, serial number (B)(4) (r) on (B)(6) 2020 this report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the product, parallel lines of shell wear were observed on the anterior aspect. Within the wear, a tear was observed measuring 8 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).